Event description:
During a pulsed field ablation procedure, a faradrive steerable sheath was selected for use. After insertion of the orion catheter, while air removal was performed, it was noted that air was drawn out and leaking from the hemostasis valve. This occurred after approximately three minutes following insertion of the sheath into the patient. The orion catheter was placed in the proximal part of the sheath and not yet inserted into the hemostatic valve of the sheath. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.